Event description:
It was reported that prior to an unspecified procedure, foreign material was noted. During preparation of the 6fr impulse diagnostic catheter, the device was difficult to flush and "debris" resembling "little blue dots" was observed. It was further noted that it was difficult to advance an unspecified guide wire through the wire lumen. There was no pt contact with the device. Another of the same device was used to complete the procedure.

Manufacturer narrative:
The complainant indicated that the device has been disposed at the user facility and will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.